Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery, while using fast-fix 360, the clear plastic piece came off the device and ended up in the joint. The surgeon pushed thru the meniscus for t1 and when he pulled back the clear plastic piece came out from underneath the white sheath. The case was delayed as the surgeon had to fish out the plastic piece. It is unknown if a backup device was available and how the issue was resolved. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery, while using fast-fix 360, the clear plastic piece came off the device and ended up in the joint. The surgeon pushed thru the meniscus for t1 and when he pulled back the clear plastic piece came out from underneath the white sheath. The case was delayed as the surgeon had to fish out the plastic piece. It is unknown if a backup device was available and how the issue was resolved. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An evaluation of the customer provided image showed the device laying on a surgical mat. There is bio debris on depth straw. The depth straw is damaged on the distal end. The t1/t2/suture are off the needle and laying beside the device. The knot has been tightened down. The clear retaining tube is laying on the mat beside the device. The retaining tube is damaged on the narrow (distal) end. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the assembly process found that the retaining tube is loaded onto the needle and verified for any damage to the assembly. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the information provided, there was no harm alleged to the patient as a result, of the surgical delayed as the surgeon fished out the clear plastic piece of the fast-fix 360 from inside of the patient. A single undated, unlabeled photo was provided with the device laying next to a clear plastic piece supports the case. According to the report, it is unknown if a backup device was available or how the issue was resolved. Since no other harm was alleged to this patient, no further clinical/medical assessment is warranted at this time. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or attempted correction of a damaged device. No containment or corrective actions are recommended at this time.